Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo lesion in the left anterior descending artery. Using a femoral access site, upon deploying the xience pro 3.0 x 18 mm, a dissection occurred which was treated with another xience pro 3.0 x12 mm. There was no reported clinically significant delay in the procedure. There was no interaction of devices. There was no device or other/procedural issues noted. No additional information was provided.